Manufacturer narrative:
The e801 module a serial number was (B)(6). The e801 module b serial number was (B)(6).

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys tsh (tsh) on two cobas 8000 e 801 modules compared to the siemens method. The initial result from e801 module a was 19.90 uiu/ml. The repeat result from e801 module b was 23.50 uiu/ml. The sample was sent to another hospital using the siemens vista method and the result was <0.005 uiu/ml. The customer suspects an interference.

Manufacturer narrative:
Section b3, date of event was updated. Section b7 was updated. Section d10 was updated. The sample was requested for investigation.

Manufacturer narrative:
The sample was received for investigation. The customer's high tsh results were reproduced. Further investigation of the sample confirmed an interference against the ruthenium component of the reagent. This interference caused the high tsh results. Product labeling states: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The investigation did not identify a product problem.